Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced vaginal infections, pain during urination and intercourse, pelvic pain and recurrence of incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal infections, pain during urination and intercourse, and recurrence of incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.